Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable high free psa result for one patient sample. On (B)(6) 2016, the sample was tested for total psa on cobas e411 serial number (B)(4) and the result was 0.967 ug/l. On (B)(6) 2016, the sample was tested for free psa on the cobas e601 and the result was 0.979 ug/l. This result was believed to be falsely increased. These results were reported outside the laboratory to the clinical doctor. On (B)(6) 2016, the sample was tested for total psa on the cobas e411 and the result was 0.968 ug/l. The sample was tested for free psa on the cobas e601 and the result was 0.202 ug/l. On (B)(6) 2016, the sample was tested for free psa on the cobas e601 and the results were 0.146 ug/l and 0.145 ug/l. The patient was not adversely affected. The reagent lot number was 188436. The expiration date was requested, but was not provided. The investigation could not determine a specific root cause based on the provided data. General possible causes of high results for this type of assay include pre-analytic issues, insufficient electro-magnetic interference (emi) compliance, and restricted sipper path / tubings and fittings. Other general causes include dirt on gripper finger, dirt on sample probe, foam or bubbles on reagent surface, too little extremely low concentrated sample pipetted, special wash list not complete, or deselection of high priority test.